Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿the pump was bipping when the foot pedal was plugged. Tried the foot pedal on an other pump : same issue with the bip sound.¿. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: device was scratched and part of the pedal broken. Cable cut. However, the frame (main chassis) of the pedal is not replaceable and the device was deemed non-repairable, therefore, the device was not restored to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that before an unknown procedure on (B)(6) 2021, it was observed that the foot pedal device had beeping sound when it was plugged. The device was tried with another pump but the same issue occurred. During in-house engineering evaluation, it was determined that the pedal was broken. There were no adverse patient consequences reported. No additional information was provided.